Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: addrl1, serial# : (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) (his bundle) lead exhibited high and rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.